Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited undersensing on stored electrograms (egm).

Manufacturer narrative:
Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances to high levels, and the right atrial (ra) lead exhibited diminished sensing. The leads remain in use. No patient complications have been reported as a result of this event.